Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to fluid loss in system. The derive was removed and replaced with a new ipp. The patient had a good outcome with no further complications. No more information is available at the moment, additional information was requested and will be provided as it becomes available.